Event description:
The seat came off the rails in the back and the end-user almost fell. Upon inspection by the end-user it looked like the connection for the rail on the right side broke off of the crossbar.